Manufacturer narrative:
The event occurred on an unspecified date in 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified particle was observed in a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that loose white particulate matter (pm) was inside at the upper left of the bag. A visual inspection with magnification was also performed and the white pm was observed loose inside the upper left of the bag. The pm was analyzed by micro-fourier transform infrared (ftir) and identified as ethylene vinyl acetate (eva). The reported problem of particulate matter was verified. The cause of the reported condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.